Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. The case was escalated to the next level of support for further review. During the escalation team review, the system was confirmed to be operating within expectations, with no indication of malfunction. The reviewer noted occasional gaps in glucose data and reinforced the importance of performing calibrations consistently and during stable glucose periods. The user's examples showed minimal differences, including a 3[?]point variation between sg and bg, which aligned with normal system behavior. Multiple callback attempts were made by customer care to provide the escalation team's feedback, but the user could not be reached, and voicemails were left. A final followup email was sent encouraging the user to call back and referencing their case number. Because the system was functioning as intended and the user did not re-establish contact for further assistance, the case was closed.

Event description:
On february 10, 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.